Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with a wrinkle (striae) on flap nasal in the left eye approximately three weeks post treatment. It was further stated that the patient might have inadvertently touched his eye. Flap lift and rinse was performed. No loss of best corrected visual acuity (bcva) reported.